Event description:
It has been reported to philips that the system did not start up. The data monitor had no display and no bios. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that host pc was defective. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system crashed. Upon functional testing, fse found that the disk stray in the host pc had no power, and the status led had no light. To resolve this issue, the philips engineer replaced host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.